Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was physically damaged with a cracked case and screws missing. No patient involvement.

Manufacturer narrative:
Internal complaint number: (B)(4). This is a reusable OEM device; therefore, a lot history review is not applicable . Based on the serial number provided, we were unable to find when was the device sold to the account. The certificate of conformance (c of c) was not available for review because, the reported serial number does not appear to be included in any of the batches received in maquet wayne. Device not returned.

Manufacturer narrative:
Trackwise (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, t.w. Power supply s/n (B)(4) was physically damaged with a cracked case and screws missing. No patient involvement.